Event description:
It was reported that the user experienced hypoglycemia while off the ilet system and using multiple daily injections, with a capillary glucose of 44 mg/dl after a recent rapid-acting injection; the user also reported receiving a pump alert but had not treated at the time of the alert. Symptoms included feeling woozy. Outcomes included return to target glucose range after oral carbohydrate treatment. Investigation included user education and troubleshooting by instructing the user to treat lows when alerted and to wait at least two hours after a rapid-acting injection before reconnecting to the pump. Investigation of this case revealed user self-management factors, including treatment timing relative to alerts and recent injection while disconnected from the pump. It was concluded that the event was consistent with hypoglycemia associated with insulin administration while not using the ilet and resolved with oral carbohydrate and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.